Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat, white particles on the surface of the shell, opening, delamination. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. Delamination of the diaphragm valve 1% assessed as adhesive failure. A sharp opening on plug strap assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported the reason for left side device removal is noted as "leaking." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported the reason for left side device removal is noted as "leaking." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported the reason for left side device removal is noted as "leaking." Manufacturer of the device is unknown. Device has been explanted.